Manufacturer narrative:
The device was received for evaluation. During evaluation, it was noted that the ac adapter displays no physical damage and the unit powered on. It was noted that the adapter plate assembly hand was damaged and the unit could not successfully load and run a set without discrepancies (the fluid did not deliver). It was noted that a system error alarmed while running the pump and it was observed that the pem inside the front door was cracked. The reported condition was verified. The cause of the reported condition was a sensor failure. To resolve this issue, the adapter plate assembly, mechanism and flange assembly, perimeter gasket, front cover assembly, and front panel gasket will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump did not deliver. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.